Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a right coronary artery (rca) lesion with chronic total occlusion. The 3.5 x 48 mm rx xience skypoint stent delivery system (sds) was advanced to the target lesion; however, during deployment, the balloon pressure kept decreasing during the first inflation at 12 atmospheres due to a balloon rupture. A dissection was noted in the right ventricle (rv) branch. Another stent was deployed within the skypoint stent; however, the rv branch was occluded. Additional treatment was not performed. No additional information was provided.